Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR. Report #: 1627487-2013-05045 and 1627487-2013-05046. It was reported the patient was experiencing abdominal stimulation. On (B)(6) 2012, the patient went to the emergency room due to drainage at the ipg site. Cultures were taken and came back negative. On (B)(6) 2012, the patient underwent surgical intervention. During the procedure, an infection was found at the ipg site. As a result, the patient's scs system was explanted.